Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch.reference pr37377

Event description:
Dr. (B)(6) reported a patient returned for a follow up appointment 2 days post procedure with no flow. He stated the device caused embolization and that the arteries are full of clot. Dr. (B)(6) states this started happening after his laser was upgraded to the 8.4 software, and continued with the 8.5 software.. Patient required an overnight hospital stay to drip with lytics.